Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant was removed due to pain.

Manufacturer narrative:
One implant was returned for investigation. However, due to the covid-19 pandemic, the product cannot be physically evaluated at this time. The investigation has been performed based on the available device information and when the physical products are able to be evaluated, the investigation will be re-opened and updated as applicable. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was returned for investigation. The reported event is non-verifiable due to a lack of definitive evidence. Based on the evaluation, the device malfunction did not occur. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.